Manufacturer narrative:
Visual as received partial subassemblies of one used and one unused, (B)(4) safeset transpac IV mtg. Kits, confirmed the disconnections. Engineering analysis: partial complaint sample confirmed the reported bonding issue. The root cause was attributable to an isolated manufacturing assembly error where there was an insufficient seal between the tubing and the mating componentry. A review of the applicable design, materials and involved manufacturing/equipment processes was conducted. Detailed reviews of previously implemented improvements relating to assembly bonding operations, equipment and employee training programs were performed. Action: the initial engineering efforts and team investigations of this component assembly bonding processes recorded mixed findings that were inconclusive. Additional investigation activities and engineering efforts are in progress. A multi-discipline continuous improvement team has been formed to review and challenge the applicable design, materials, and involved manufacturing /equipment processes. As an interim measure heightened inspections have been initiated.

Event description:
Int'l. ((B)(6)) complaint received reporting component separation/breakage resulting in clinically significant blood loss with use of (B)(4) safeset transpac it mtg kits. It was reported that "..safeset lines are coming apart with no excessive force or pressure.. .". Follow up information reports one event where "..blood loss (measured) american equivalent - 9.8 g/dl, then dropped to 7.8 g/dl - a 2 point drop has been estimated at 1 unit - 200mls (estimate only) " specific to this incident, " following day, patients hb was beginning to increase without use of blood products". As a result of this product issue attending clinicians have "..increased frequency in monitoring vital signs". No serious patient consequences reported.